Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a revision of the atrial lead, the right ventricular lead exhibited high thresholds and an insulation breach was noted. The lead was explanted and replaced.